Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting down and received one shock. Technical services reviewed the device data and found there was t wave oversensing, and double counting which resulted in the one inappropriate shock. Additionally, there was a change in t wave morphology. Technical services recommended evaluating the patient in the clinic and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.